Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the stapler would not staple. Drape clips were used to continue with the procedure. There was no consequence to the patient.